Event description:
The customer reported that a pt expired and the department manager was requesting info as to how the monitor went into standby mode.

Manufacturer narrative:
(B)(4). The customer reported that a pt expired and the department manager was requesting info as to how the monitor went into standby mode after the nurse acknowledged an alarm to tend to the pt. There is no allegation of monitor malfunction or any impact on this pt. The customer does note that monitor did produce a pt alarm prior as expected. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.